Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. Upon exposure it was discovered that the liner was fractured and a piece of the poly had come off. As a result the ceramic head was wearing on the cup causing a black fluid in the tissue/joint. Update (B)(6) 2011 - litigation papers allege the prosthesis failed in the patient's body. It is further alleged the prosthesis failed because the device deviated from the FDA-approved specifications. It is also alleged patient suffered damages, including but not limited to, physical injury and past and future pain and suffering, emotional distress, mental anguish, loss of enjoyment of life, and impaired earning capacity. It is also alleged patient has required and will continue to require medical services.

Manufacturer narrative:
The devices associated with this report were not returned. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.